Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The patient received an external defibrillation while wearing the lifevest. The root cause for the open resistor was the external defibrillation. The electrode belt sn (B)(4) has not yet been recovered from the field for evaluation. The device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. Manufacture date: monitor: 1/17/2018, electrode belt: 4/15/2015.

Event description:
A us distributor contacted zoll to report that a patient was treated prior to passing away on the morning of (B)(6) 2019. The patient was unconscious at his home with his wife at the time of the treatment event. Per review of the download data, the lifevest delivered an appropriate treatment at 23:27:41 while the patient was in ventricular tachycardia (vt) at 270 bpm on (B)(6) 2019. The post shock rhythm was a sinus rhythm at 80 bpm. At 23:34:21, the lifevest delivered a second appropriate treatment while the patient's rhythm was vt. The post rhythm was a sinus rhythm at 60 bpm. The response buttons were pressed shortly after the delivery of the second treatment shock. The lifevest delivered a third appropriate treatment at 23:55:55 while the patient was in vt at 290 bpm. The post shock rhythm was a sinus rhythm at 70 bpm. At 00:25:11 on (B)(6) 2019, the lifevest delivered a fourth appropriate treatment shock while the patient was in vt at 290 bpm. The post shock rhythm was atrial fibrillation (af) at 70 bpm. Approximately four and half hours later, at 05:01:03 a fifth appropriate treatment shock was delivered by the lifevest while the patient was in vt at 290 bpm. The post shock rhythm was a sinus rhythm at 60 bpm. The response buttons were pressed shortly after the delivery of the fifth treatment shock. At 5:24:23, the lifevest delivered a sixth appropriate treatment shock while the patient was in vt at 290 bpm. The post shock rhythm was a sinus rhythm at 60 bpm. At 05:29:15, the lifevest detected an arrhythmia. The patient was in vt at 280 bpm. The response were pressed at this time. The lifevest delivered a seventh appropriate treatment shock roughly a minute later at 05:30:26 while the patient was in ventricular fibrillation (vf). The post shock rhythm was sinus bradycardia at 30 bpm. At 05:33:23, the lifevest delivered an eighth appropriate treatment shock while the patient was in vf. The post shock rhythm was sinus bradycardia at 40 bpm. The lifevest delivered a ninth appropriate treatment shock while the patient was in vf at 05:35:50. The post shock rhythm was sinus bradycardia at 50 bpm. At 05:38:40, the lifevest delivered a tenth appropriate treatment shock while the patient was in vf. The post shock rhythm was sinus bradycardia at 40 bpm. The lifevest detected an arrhythmia at 05:54:02. The patient's rhythm was asystole with CPR artifact. The lifevest delivered an inappropriate treatment shock while the patient was in asystole with CPR artifact at 05:54:54. The post shock rhythm was sinus bradycardia at 30 bpm with bigeminy. CPR artifact contributed to the false detection. The electrode belt was disconnected at 05:59:40. Just before the belt was disconnected, the patient was in a sustained vt rhythm that was detected by the lifevest at 05:59:02 but was treated by an external defibrillation at 05:59:24. The lifevest properly detected the arrhythmia but was not able to deliver a treatment shock as the lifevest was not in the detection sequence long enough prior the delivery of the non-lifevest defibrillation shock. It was reported that the patient passed away on the morning of (B)(6) 2019 either at home or on the way to the hospital.